Manufacturer narrative:
Sample is serum with a gel barrier that was centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on an alternate method. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated troponin (accutni) result, above the ami cutoff, generated by the access 2 immunoassay system for one patient. Repeat testing on an alternate method resulted in the risk stratification range. Result generated by the access 2 analyzer was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.